Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a coil embolization, the left middle meningeal artery(mma) was accessed with a stryker sl-10 microcatheter. A freeform mini 1mm x 2cm was successfully delivered and detached. Next a freeform mini 1mm x 2cm (mcr091020, 31092858) was delivered but would not detach after two attempts with the mechanical detachment handle (mdh1, 101456956). The coil and delivery system were successfully removed from the patient via the sl-10 catheter. This coil and delivery system was saved by the account and will be returned as part of the complaint. A second freeform mini 1mm x 2cm (mcr091020, 3109258) was delivered but would not deploy after two attempts with the mechanical detachment handle (mdh1) and using the manual break deployment technique. While attempting to remove the coil and delivery system through the sl-10 catheter, the coil detached with half of the coil in the artery and the other half in the catheter. The physician then took the delivery wire of a stryker target coil, pushed it through the sl-10 and pushed the remaining mcr091020 out the catheter and into the vessel. From there, the physician continued the embolization with competitive coils successfully. Additional information received indicated that 4 cerepak freeform mini coils were implanted during the procedure. There had not been any resistance during advancement of the devices through the microcatheter or positioning difficulty in the aneurysm. There was no damage to the embolic coils or any device components. The vessel was ¿very straightforward¿, no challenging anatomy. It was clarified that the second mcr091020 coil was implanted in the desired location. There was no patient injury. The procedure was prolonged by approximately three minutes and the delay was not clinically significant. The medical imaging was reviewed by cerenovus sr. Medical affairs director and the assessment reads as follows: ¿the image provided shows the mma embolization took place bilaterally with both a liquid embolic agent as well as a string of detachable coils. The image itself doesn¿t provide a pointer to the cause of the non-detachment nor the subsequent unplanned detachment in the microcatheter. The anatomy doesn¿t appear challenging, nor are there loops visible in the trajectory. The devices used (pusher wire and handle) may provide more insight when returned and analyzed by r&d¿. A non-sterile mechanical detachment handle was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages was observed. A functional testing was performed in which the slider was noted to easily translate when activated. A click was audibly heard upon completion of the actuation. The slider was noted to automatically recover from the starting position after actuation, and an audibly click was heard upon completing of reset. The detacher was disassembled, and the inner assembly remained intact. No damages nor anomalies were observed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The issues reported regarding the failure of the mechanical detacher could not be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since no issues were identified, no CAPA activity is required. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: 1. Remove the detacher from the protective packaging and place it within the sterile field. The detacher is packaged separately for single patient use only. 2. Confirm again under fluoroscopy that the coil alignment marker of the delivery tube creates a ¿t¿ with the proximal marker of the microcatheter. 3. Verify that the rhv is firmly locked around the delivery tube to ensure that the coil does not move during connection process. Ensure the delivery tube is straight between the rhv and the detacher. 4. Hold the delivery tube approximately 3 inches from proximal end and bring the detacher over the delivery tube until a firm stop is felt. 5. Maintain the delivery tube position within the detacher and use a thumb to pull back the slider on the detacher. 6. Continue to pull on the slider until end of travel or a click is heard. Gently release the slider until it returns to starting position or a second click is heard. Remove detacher by slowly withdrawing it from the delivery tube. Note: detacher must remain in sterile field until the procedure is completed. 7. Fluoroscopically verify that the coil is detached by gently pulling back the delivery tube approximately 1cm. If the coil has detached, remove the delivery tube from the microcatheter. 8. If the coil has not detached, repeat steps 3-7. If 2 unsuccessful detachments occur, discard the detacher and proceed to the manual break section. 9. Repeat steps 1-8 until the procedure is completed. Discard the detacher. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the delivery system fully. Failure to do so may lead to an embolic complication. 10. After detaching the coil, remove the delivery tube from the microcatheter and discard. 11. Repeat the above sequence for all additional coils until the procedure is complete. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization, the left middle meningeal artery(mma) was accessed with a stryker sl-10 microcatheter. A freeform mini 1mm x 2cm was successfully delivered and detached. Next a freeform mini 1mm x 2cm (mcr091020, 31092858) was delivered but would not detach after two attempts with the mechanical detachment handle (mdh1, 101456956). The coil and delivery system were successfully removed from the patient via the sl-10 catheter. This coil and delivery system was saved by the account and will be returned as part of the complaint. A second freeform mini 1mm x 2cm (mcr091020, 3109258) was delivered but would not deploy after two attempts with the mechanical detachment handle (mdh1) and using the manual break deployment technique. While attempting to remove the coil and delivery system through the sl-10 catheter, the coil detached with half of the coil in the artery and the other half in the catheter. The physician then took the delivery wire of a stryker target coil, pushed it through the sl-10 and pushed the remaining mcr091020 out the catheter and into the vessel. From there, the physician continued the embolization with competitive coils successfully. Additional information received indicated that 4 cerepak freeform mini coils were implanted during the procedure. There had not been any resistance during advancement of the devices through the microcatheter or positioning difficulty in the aneurysm. There was no damage to the embolic coils or any device components. The vessel was ¿very straightforward¿, no challenging anatomy. It was clarified that the second mcr091020 coil was implanted in the desired location. There was no patient injury. The procedure was prolonged by approximately three minutes and the delay was not clinically significant.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of three products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00719 and 3008114965-2023-00720.